Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes on an unknown date. The patient came in stating the PICC was leaking. The PICC line was found to be leaking distal to the suture wing. The PICC line was replaced on an unknown date.